Event description:
It was reported that a patient's blood glucose levels (bg) reached 263 mg/dl, while wearing the pod between 1 and 4 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Inspection of the download data found that the device generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Timeouts and a drive stall were observed at the end of runtime in conjunction with the alarm. Inspection of the device found no damages or defects that would contribute to the 0x40 alarm. It was determined that the high pulse width and drive stall resulted in the 0x40 alarm, however the exact cause of the high pulse width and drive stall could not be conclusively determined. Inspection of the device found no damages or deficiencies that would contribute to the reported communication error. The exact cause of the reported event could not be determined. During the investigation, the soft cannula was observed to be torn and shortened, and the length of the soft cannula measured below specification. It could not be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.